Manufacturer narrative:
The log files have been reviewed and revealed that there was no malfunction of the device. Investigation result: the vt alarm did not occur because qrs width widening was not recognized in both leads. Vtach alarm can be detected by setting lead v3, which clearly shows the widening of the qrs width to trace 2. Alternatively, it is desirable to set lead v3 to trace 1 by single lead analysis.

Manufacturer narrative:
The log files have been received and are awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that a 6 beat vtac did not alarm at the central nurse's station (cns).